Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Schumacher, s. M., & hobbs, r. A. (2024). Short-term use of an impella ventricular assist device sterile water¿based bicarbonate purge solution for positron emission tomography scanning. American journal of health-system pharmacy, 81(21). Https://doi.org/10.1093/ajhp/zxae160.

Event description:
The complainant reported a patient needing an impella 5.5 device for mechanical circulatory support due to cardiomyopathy. The pump supported for over 49 days when it was explanted as the patient had successfully bridged to transplant. Later in (B)(6) 2024 the medical team published upon this patient and another in which the pump used sodium bicarb in the purge. The publication noted that during the impella support there were 2 adverse events attributed to the use of the pump. The accepted manuscript from the university of iowa pharmacy team entitled " short-term use of an impella ventricular assist device sterile water¿based bicarbonate purge solution for positron emission tomography scanning" details the 2 patients and events. One of whom developed ae attributed to the use of impella. The 5.5 supported patient had thromboyctopenia and infection. The patient survived the reported harms.

Manufacturer narrative:
The investigation for the reported thrombocytopenia and sepsis has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombocytopenia and sepsis could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ corrections to the initial MFR report: g1 MDR reporting contact email.